Event description:
It was reported that the patient presented for a generator change. Prior to the procedure, it was noted that the right atrial lead exhibited noise over-sensing. It was observed via merlin.net that there were frequent short atrial lead noise episodes resulted in inappropriate mode switch. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.